Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the flex cable assembly which connects the user interface pcb with the pcb stack and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer reported that the display on their device was intermittently solid white, which is an indication of the device being locked up. The service indicator was illuminated as well.there was no patient use associated with the reported failure.